Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on automatically for unknown reasons. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. A clinical engineering department handled the service call/incident. However, it was confirmed that the device experienced an automatic startup issue linked to the touchscreen. It was evaluated for failure, yet there was no diagnostic report or diagnostic code available. After the touchscreen was "repaired" by the hospital equipment department, the unit was restored to normal functioning without any personal injuries reported. Performance specification testing confirmed the device met all requirements post-repair, and it has since been returned to service. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.